Event description:
It was reported, that detached sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2023. Upon sensor pod removal, the patient stated, that the sensor wire detached from the sensor pod and remained in the skin. The patient had tingling sensation at the insertion site. On (B)(6) 2023, the patient went to the emergency room (ER) and a physician physically examined the insertion site and confirmed, the sensor wire was retained under the skin. In the ER, she was informed, that they cannot remove the wire, because it was too deep in the skin. The patient was discharged home on the same day with a prescription for an unspecified oral antibiotic prophylaxis medication. Follow up contact was made with the patient on (B)(6) 2023. The patient confirmed, the sensor wire made its way out to the surface of the skin on its own (unspecified number of days later). And she was doing well. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).